Manufacturer narrative:
(B)(4). Eval: results: (mi).

Event description:
One endeavor sprint rapid exchange drug eluting stent was implanted in the mid lcx during the index procedure. It was reported that an mi occurred one day post the index procedure. Mi was categorized as a non q wave mi in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. Pt discharged from hospital, medication at discharge (aspirin and clopidogrel). It was confirmed that at the 30 day, 6 month, 1 year and 1.5 year f/u post the index procedure, the patient was free of symptoms.

Event description:
At the 30 day, 6 month, 1 year, 1.5 year and 2 year follow ups the patient was asymptomatic / free of symptoms. At the 2.5 year follow up the cardiac status was unstable angina. Approximately 2 years and 3 months post the index procedure, a revascularization of the proximal lcx was carried out, due to restenosis after previous ptca. The investigator has indicated the event was related to the study stent.